Manufacturer narrative:
Literature article: mario r., ramos, alfonso. "Help of remote patient monitoring in the assessment of changes in ultrafiltration before, during, and after a peritonitis episode in patients on automated peritoneal dialysis" j am soc nephrol 28 (2017) th-po859, pp. 322. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 10 peritoneal dialysis (pd) patients experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patients were hospitalized for the event. Treatment for the peritonitis events was not reported. Patient outcomes and action taken with pd therapy were not reported. No additional information is available.